Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed that there was an internal leak. The engineer found a loop leak and the error was reported every two minutes. The customer was notified to shut down the machine and test again. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) alarmed that there was an internal leak. The engineer found a loop leak and the error was reported every two minutes. The customer was notified to shut down the machine and test again. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: b5. A getinge field service engineer (fse) confirmed the failure, but the customer did not request repair because the customer repaired the unit themselves.